Manufacturer narrative:
H3, h6) the product ID: bi71000576, lot number: s1550jgp rev. C, was returned to the manufacturer for analysis on 2024-10-10. In summary, no faults were found. The starter upgrade kit was installed into a test imaging system and the system performed as intended. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. H3, h6) the product ID: bi71000469, lot number: t163919 rev. E, was returned to the manufacturer for analysis on 2024-10-10. In summary, the reported complaint was not confirmed. A visual inspection confirmed damage to the high-voltage tank. There were cracks in the anode/cathode as well. The hv tank did pass bench testing and the resistance between points passed as well. Previously reported codes b01, c07, and d02 are applicable. H3, h6) the product ID: bi71000416, lot number: 170302363 rev. 3, was returned to the manufacturer on on 2024-10-08 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: foreign country - australia  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while taking a 3d spin, errors 41, 139, and 63 appeared. These relate to the starter board or high voltage tank. There was no patient involvement.

Manufacturer narrative:
H3, h6) the product ID: bi71000416, lot number: 170302363 rev. 3, was returned to the manufacturer for analysis on 2024-10-08. In summary, unable to confirm reported complaint, "while taking 3d spin error 41, 139 and 63." Candlesticks and x-ray tube cable assembly passed continuity testing. No problem found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Troubleshooting steps were performed. The generator error logs showed multiple e40, e41, e63 and e139. The quality of the candles, both tube and tank side, as well as the connectors were checked. The connectors of the hv tank showed cracks.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID bi71000416, bi71000469, and bi71000576 h3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced and the system passed testing. Codes b01, c07 and d07 are applicable to this analysis. Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.